Event description:
On 1/30/90 rptr had silicone gel-filled implants implanted. On 10/26/93, ruptured right breast implant diagnosed. On 11/12/93, surgery was performed to remove silicone gel-filled implants. They were replaced with submuscular insertion of saline filled implants. Problems experienced: burning sensation in breasts, tingling, irritation of skin in area of bra, change of shape of right breast, unusual lumps in breast, nausea, arthritis-like symptoms, aching joints, shoulder, neck, arm, hand weakness and numbness, sun sensitivity, rash on right breast, itching, dizziness, headaches, fatigue, memory loss, sweats, chills, anxiety, depression, and severe emotional toll of multiple surgeries and complications.